Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Caller states that the patient has a 60xltcp trach that has a slow leak in the cuff which caused an alarm on his vent during the night. The caller states that replacement of the tube will be performed once the replacement tube is received.